Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery & contribute to hyperglycemia. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The customer reported his blood glucose reached & insulin history is as follows: time: 1:03; bolus: 3.5, time: 4:14; bolus: 6.0, time: 5:51, bg (mg/dl): 427; bolus: 1.05, time: 5:53; bg (mg/dl): 409, bolus: 1.0. At 6:00 the pod was deactivated and he noticed the cannula was out of the skin. The pod was then discarded.